Event description:
It was reported that the pump touchscreen was unresponsive. As a result, the customer experienced an elevated blood glucose (bg) level that was around 400 mg/dl and was subsequently admitted into the intensive care unit. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue with no permanent damage to the customer. Customer was released from the hospital about 4 days after admission, although a specific date was unable to be provided. The customer reverted to an alternate method of insulin therapy.